Manufacturer narrative:
The device associated with this incident was not returned for investigation. If the device is returned, an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported that their cuff continued to inflate causing bruising. Teladoc's blood pressure monitor fits patients with up to a 42cm arm circumference, the patient confirmed that their arm is larger than 42cm. The patient confirmed that they are not taking medication or have a condition that could contribute to bruising. It was not confirmed if the patient received medical attention due to the bruising.